Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the extract transform load process was delayed, and the report data was not current. A technical support specialist dialed into server, and it was confirmed that the extract transform load was delayed between 8:10 and 9:30. The job scheduler services were restarted. The extract transform load process was monitored for several cycles and returned to normal operation and no notices were found in health sight viewer and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, extract-transform-load (etl) was delayed, and an error message stating report data not current was displayed. The user confirmed that recently filled medications continued to appear as out of stock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.